Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to broken reservoir tube lip. Unable to perform the displacement test due to broken reservoir tube lip. Unit had minor scratched lcd window, cracked battery tube threads, missing reservoir tube o-ring, stained address/serial number label and stained end cap sticker.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that lip of reservoir compartment was broken off. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis.